Event description:
Hcp reports the pt experienced weakness, decreased feeling in their legs, and pain following a catheter revision. A dye study showed "epidural spread of medication." Hcp believes it could be a possible cord stroke. According to the follow-up physician, the neurosurgeon uses a laminotomy approach. The pt is still experiencing pain and weakness.